Manufacturer narrative:
Plaintiff's preliminary disclosure form and implant sticker sheet received which identified date of birth, date of implant and part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that after the implant of the device, the patient experienced severe pain and discomfort, exhibited the symptoms of a loose implant and will most likely require a second surgery to replace the device. **update** (B)(4) 2012 - sales rep reported revision surgery due to unknown reasons. Part/lot was updated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.